Event description:
Upon interrogating a patient with a m106, the physician received a warning message that the generator was disabled due to error code 10 which corresponds to a burst watchdog timeout warning. The message appeared every time the patient's generator was interrogated. The physician was instructed to proceed through the error message, change the settings back, and interrogate again. The actions were performed with no further issues. No additional relevant information has been received to date.

Event description:
Programming data was received for the patient's generator. The autostim output current was programmed equal to the magnet output current on the day that the burst watchdog timer was found. The final interrogation showed that the device's magnet output current was programmed above the autostim output current. The device manufacturing records was checked for this generator and it appears that the generator passed all functional tests prior to distribution.

Manufacturer narrative:
Corrected data: age at time of event: follow-up report #1 inadvertently listed wrong age. Corrected data: event date: follow-up report #1 inadvertently listed wrong event date.